Event description:
It was reported the pump over delivered. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal, scratched lcd window lens screen, and a dented door. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. The expulsor was found to be out of mechanical specification and the device was overdelivering. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, h3 updated d3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: h6: health effects